Event description:
It was reported that the tuftex balloon ruptured during pre-procedure preparation. It was documented that the product was in contact with the patient; however, no patient injury was reported.

Manufacturer narrative:
The device was not received for investigation. However, the photo provided confirmed the report. It was documented that the device failed during pre-use check but was in contact with the patient; however, no evidence of blood was observed on the device. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). Due to the increased rate of occurrence of this issue, CAPA 2024-007 was previously implemented to document further investigation of this failure. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements.